Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge did not fit onto the pump. Customer's blood glucose level was between 100 and 150 mg/dl. Reportedly customer was able to load the cartridge by maneuvering it until it fit inside.